Manufacturer narrative:
Date of publication title of article: directional atherectomy with antirestenotic therapy vs drug-coated balloon angioplasty alone for isolated popliteal artery lesions journal of endovascular therapy 2017, vol. 24(2) 181-188 doi: 10.1177/1526602816683933 www.jevt.org. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A study was conducted to report a single-center study comparing drug-coated balloon (dcb) angioplasty vs directional atherectomy with antirestenotic therapy (daart) for isolated lesions of the popliteal artery. Seventy two symptomatic pad patients with an average age of 72 years, with a history of hypertension, diabetes mellitus, dyslipidemia, coronary heart disease, chronic kidney disease and cerebrovascular disease. The patients were treated at a single center between october 2009 and december 2015 for isolated popliteal lesions. In.pact admiral, in.pact pacific, spider, turbohawk, silverhawk, hawkone atherectomy devices were used for the procedures. The dcb patients presented with distal embolization, perforated vessel wall, false aneurysm, hematoma and target lesion revascularization (tlr).